Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image output was due to incorrect placement of cables. The cause of why the cables were placed incorrectly could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During troubleshoot via telephone, the reported issue was resolved as the olympus technical support engineer instructed the sales representative to move the serial digital interface (sdi) 1 cable to the sdi 2 input port on the monitor (lmd-x310st). The image then appeared but it was small and in the right-hand corner. The technical support engineer advised to press the picture in picture button, then the image displayed in full screen. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative reported that the customer visera elite ii video system center displays ¿no image¿. The reported problem was found during installation of the customer equipment. No patient or procedure was involved.